Manufacturer narrative:
Concomitant medical products: product ID: 97755. Serial#: (B)(4), product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient hadn't used stimulation for months, but they were now in pain and wanted to charge the device. The pain was the reason the ins was implanted, but it increase around january. They could not seem to connect to the ins to charge. The patient had been trying to charge for about a month with no success. The no device found screen was seen. The patient was walked through passive recharge mode and after a few minutes the normal recharging screen was seen with good quality, but the ins battery was red/low. The patient was told to charge the ins and then turn stimulation on. No further complications were reported. Additional information was received and it was reported that the patient had a problem charging the ins. The controller had shown no device found and the patient thought it was because they had not charged in a while. They stated that they later were able to charge a couple of times until the day prior. They then reported that the ins moved around and they weren't sure for how long and they didn't think it was that way to start with. They stated they hurt when they weren't using the scs therapy. During the call they tried a passive recharge to connect the ins and recharger. After 30 minutes the screen would say recharge good and then it would say recharge poor. They kept working on repositioning the recharger, but the screen kept going back and forth. They were fluctuating from 40-80%. The controller connector looked okay. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated the issue has been resolved. No patient complications were reported as a result of this event.